Manufacturer narrative:
The customer was suggested to increase the sample pre-processing time to ten (10) minutes and to reformulate the sodium hypochlorite to meet the required concentration as per the architect operations manual per abbott customer service. Although a specific likely cause was not identified, incorrect maintenance and sample integrity issues may have contributed to the falsely elevated -hcg result associated with this ticket. There have been no further reports of discrepant results since the recommended troubleshooting by the customer was relayed. A review of the architect sn# (B)(4) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or deficiency was identified for the architect i2000sr analyzer. Patient identifier sids:(B)(6).

Event description:
The customer reported a false positive architect total b-hcg result on a patient. Results provided: (B)(6) 2021 sid (B)(6) = 30.48 miu/ml, repeated under sid (B)(6) = < 1.2 miu/ml. No impact to patient management was reported.